Manufacturer narrative:
Investigation revealed the root cause of this failure mode is linked to a "component failure". Patient was reclining back in the seating system, when slewing hinge broke and the backrest fell backwards. The patient using the wheelchair did not sustain injury from this failure. The wheelchair was evaluated and component failure confirmed. This failure mode is a known problem and the suspect component has been redesigned with stronger material to prevent reoccurring failures that may occur due to stress and fatigue. Permobil has supplied the servicing dealer with newly designed parts to complete the repair. The DHR for this device was reviewed and the wheelchair met specification prior to distribution.

Event description:
Reports reclining back in the wheelchair this morning when the backrest fell back all of a sudden. Patient stated he did not get injured physically but emotionally this was disturbing.